Event description:
The facility's biomedical engineer reported an infusion pump with failure code 550:320. Writer attempted to contact biomed to obtain information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention, patient injury and alternate contact information, but no contact with account has been made to date.